Event description:
A malfunction was reported on the customer's pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer administered a correction bolus using the pump, and no third-party assistance was required. The customer reverted to an alternate method of insulin therapy.